Manufacturer narrative:
The investigation for the hemolysis has been completed. No product was returned for evaluation. Data logs were reviewed and spikes in placement signal were noted throughout support, with pump flows within a normal range. No biomaterial ingestion events were noted. Clinical details noted that pump was in proper position via imaging and patient was critically ill and experiencing end stage liver disease which clinical team attributed hemolysis to. The root cause of the hemolysis was most likely due to patient's critically ill condition. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-14890 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had a impella 5.5 pump placed for support of a patient admitted in post heart rejection. The transplant was in 2017. The patient was now in acute myocardial infarction/cardiogenic shock and with extracorporeal membrane oxygenation (ECMO) support already placed. The team diagnosed signs of hemolysis with plasma free hemoglobin lab values. The etiology of the hemolysis was thought to be multifaceted. The hemolysis could have been from the impella, known liver disease, ECMO, and/or continuous renal replacement therapy. The patient eventually expired after the family decided to withdraw care. Upon review by abiomed's medical safety officer, the use of the impella device cannot be conclusively associated with the patient¿s outcome. The patient's peri-procedural condition was critical.